Manufacturer narrative:
This report is part of a retrospective review and remediation. Unit received with physical damage to cow catcher and all pins. Unable to charge unit or perform functional test due to physical damage.

Event description:
Medtronic received information that no com pump to xmtr-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.